Manufacturer narrative:
The insulin pump had intermittent up arrow button response due to corroded keypad traces. No button error alarm was noted during testing. No display anomaly was noted. The insulin pump was received with minor scratches on the display window, a cracked display window, a cracked case at the display window corners, cracked reservoir tube lip, cracked battery tube threads, and a cracked belt clip slot. All operating currents were within specification and no unexpected battery alarm was noted.

Manufacturer narrative:
The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump alarmed button error. The blood glucose reading was 8.0 mmol/l. The caller stated that a bolus attempt was being made when the insulin units began scrolling on their own without any button presses. The caller took the battery out, reinserted it, and received a failed battery test. The button error alarm then occurred, and it could not be cleared. No significant events leading to the alarm were observed. Advised replacement of the insulin pump. Nothing further reported.